Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the extractor was broken. According to the sr, it was not used in the surgery. So there was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the reported event of the broken extractor tip could be confirmed. Based on the investigation, the root cause most probably was attributed to a user related issue. The breakage was caused by applying too high bending forces. The statement from r&d for recurring situation identification memo was reviewed. It was concluded that the extractor is an emergency instrument and a breakage can possible occur. As the implant does no longer reflect the implant design of the sellable item, the missing geometrical fitting, bone hardness and ingrowth influence the successful usage of the instrument. The risk of harm is considered as very low. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the extractor was broken. According to the sr, it was not used in the surgery. So there was no adverse consequence to the patient.